Event description:
Reporter indicated that vns pt was diagnosed with arrhythmia. It was reported that the pt had recenly "had some EKG changes." It was reported that the pt did not exhibit any clinical symptoms of arrhythmia, but that treating neurologist wanted to try a new medication and had ordered an EKG prior to making this medication change. The EKG reportedly showed an arrhythmia. Further follow-up with neurologist revealed that the pt was "fine" and that cardiac evaluation showed no problems. It was reported that the pt's qt interval appeared to be borderline, but was not believed to be problematic. Neurologist indicated that the relaionship between the reported event and the vns was unk. Investigation to date has been unable to determine the cause of the apparent arrhythmia.